Event description:
It was reported that during an unknown laparoscopic procedure, the device was not activated at the 1st firing on the colon though the firing trigger was grasped. Although the battery was rest, it was not activated. The cartridge was gold. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep set another battery on the reported device, it functioned properly.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Device was received open and articulated 15 degrees left. Normal visual inspections revealed no unusual findings. The device was attempted to be test fired. Three (3) different battery packs were attempted with no success. The battery packs were tested on an example device and were verified to contain charge. There are two switches that are actuated by operator controls on the device. One is the firing trigger switch, which as actuated when the user pulls the firing trigger. The other is the clamp release switch, which is actuated when the clamp release latches the device closed. This switch serves to prevent the device from being fired prior to being fully clamped, and serves to reset the electrical circuit after firing is complete. These switches are ¿snap action¿ switches and make a clicking sound when actuated. The switch is spring loaded such that it will de-actuate when released. During analysis, the firing trigger was actuated and clicking could be heard. The clamp release was actuated and no clicking could be heard. The device was disassembled, and it was determined that the clamp release switch was ¿stuck¿ in the actuated position. This confirms the root cause of the customer¿s experience of ¿device would not fire.¿ the powered echelon¿s electrical circuit is equipped with an electrical ¿re-fire¿ lockout of the firing trigger. This usability feature is intended to prevent the user from accidentally advancing the knife after the device has been fired, but before it has been unclamped and released from tissue. The action of depressing the clamp release to open the device de-actuates the clamp release switch, which resets the re-fire lockout in preparation for the next firing. The failure of the clamp release switch to de-actuate caused the re-fire lockout to remain active, even though the device had been opened. This prevented the device from firing when the user attempted.

Manufacturer narrative:
(B)(4).